Manufacturer narrative:
Investigation results: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag self test. Repeat testing was performed the next day. Results were negative. Confirmation testing generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.